Event description:
It was reported that patient underwent hip procedure 2008. During procedure, acetabular shell was cemented in place, upon inserting polyethylene acetabular liner, liner would would not fit in the shell. Acetabular shell was removed and additional components were used to complete the procedure. A one (1) hour delay in the procedure was experienced.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. There have been no trends identified related to this type of event. This report filed november 14, 2008